Manufacturer narrative:
FDA patient event code "3167" was incorrectly selected and has been removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the fourth of four reports for this reported patient event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operative day one with 1+ central corneal folds with no pain, no fixed or dilating pupil and no lid swelling. Upon examination of the patient, the surgeon noted inflammation, 4+ aqueous cell (ac), presence of aqueous fibrin, hypopyon and 3+ vitreous inflammation. The patient was observed for a day and was referred to retina center for further treatment on post operative day two. The patient was treated with vitreous tapered antibiotic injection. Cultures were performed which showed no bacterial growth. The patient's symptoms have resolved. This report represents the first of three patients for this surgeon.